Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's fingerprint reader unexpectedly stopped responding in the middle of a procedure. Customer did not disclose the nature of the procedure. Customer resolved by rebooting the device. The length of the delay to patient care was not reported. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device; fingerprint reader cable was loosely connected to the device's docking board. Field service technician reconnected bio ID and zip tied cable to prevent the cable from disconnecting by regular device use.

Event description:
Customer reported that a pyxis anesthesia es system's fingerprint reader unexpectedly stopped responding in the middle of a procedure. Customer did not disclose the nature of the procedure. Customer resolved by rebooting the device. The length of the delay to patient care was not reported. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cable connection from docking board was not connected properly. Field service engineer had connected the cable and also attached a looser zip tie holding cable to release tension on cables. Rebooted the system to make sure fingerprint scanner is working. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system's fingerprint reader unexpectedly stopped responding in the middle of a procedure. Customer did not disclose the nature of the procedure. Customer resolved by rebooting the device. The length of the delay to patient care was not reported. Patient or user harm was not reported.